Event description:
It was reported that the customer experienced elevated blood glucose levels and had ketones present. Troubleshooting was performed and pump passed delivery system check. Customer switched to manual injections to stabilize his blood glucose levels.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).